Event description:
It was reported that while attempting to advance the spring wire guide (swg) through the arrow raulerson syringe, the swg kinked. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: returned one spring wire guide (swg) for evaluation. Returned swg was separated into two pieces & had multiple kinks; distal weld was intact. Core wire was separated adjacent to proximal weld. Coil wire was separated approximately 39cm from distal 7 proximal portion of coil wire was detached from the rest of swg. Upon microscopic examination, core & coil wires had multiple tool marks in general area of coil wire separation. Complaint report stated swg kinked while being inserted through a raulerson syringe. Instructions for use (arrow (B) (4)) warning 2 advises against the use of excessive force when removing swg. Procedure steps 7 through 9 describe suggested techniques to minimize the likelihood of swg damage during use with the raulerson syringe. The device history records for the swg were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. The potential cause could not be determined based upon the sample and information provided. A CAPA has been initiated to address this issue.